Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was aborted and completed on another system. A philips field service engineer (fse) visited the site and replaced the point inverter. Although the supplier's part analysis was unable to conclusively determine the cause of the point failure, the replacement of the point successfully resolved the reported issue and restored the system's functionality. Following replacement, the system was returned to use in good working order.

Event description:
Data monitor defect en de point moet worden vervangen ivm diverse meldingen in de logging initial report text: it was reported to philips that the system gave a remote alert indicating the x-ray generator's power inverter (point) was faulty, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.